Manufacturer narrative:
(B)(4). The customer returned one catheterization device for evaluation. The device was returned with the guide wire partially advanced past the needle bevel. Signs of use in the form of biological material were observed within the needle hub and guide wire tube. Visual inspection revealed the guide wire had a kink towards the distal end, adjacent to the needle bevel. Microscopic inspection of the guide wire confirmed the damage, and the distal weld was observed to be full and spherical. The kink in the guide wire was located 8 mm from the distal tip. The guide wire outer diameter measured 0.385 mm, which is within the specifications of 0.381-0.404 mm per guide wire product drawing. The guide wire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "trial advance and retract guidewire through needle using guidewire handle to ensure proper function." The guide wire was completely stuck within the needle cannula. Unintentional undue force was used to retract the guide wire and the guide wire unraveled. Functional testing could not be performed due to the biological material within the device. A manual tug test confirmed the distal weld was intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Visual inspection revealed the guide wire had one kink towards the distal end. A device history record review was performed with no relevant findings. Based on these circumstances, it is unknown whether a blockage within the needle cannula prior to use, unintentional undue force, or biological material may have caused or contributed to the reported event. Therefore, the root cause cannot be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported "kink observed on the guide wire during use on the patient." The patient's current condition is reported as "unknown".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "kink observed on the guide wire during use on the patient." The patient's current condition is reported as "unknown".